Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025), g3. H11: d4 (medical device lot number), h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a vena cava filter placement procedure, when advancing the filter into the introducer sheath, there was resistance greater than before and so that the device was allegedly failed to be advanced. It was further reported that the metallic rod was allegedly broken. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during the preparation of a vena cava filter placement procedure, when advancing the filter into the introducer sheath, there was resistance greater than before and so that the device was allegedly failed to be advanced. It was further reported that the metallic rod was allegedly broken. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, (B)(6), indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. The catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510k number for the similar denali product is identified in d2 and g4. D4: medical device expiration date on 12/28/2025. D4: (B)(4). G4: k240257, k160866, k143208, k130366. H4: device manufacturer date: 1/1/2023.

Event description:
It was reported that during the preparation of a vena cava filter placement procedure, when advancing the filter into the introducer sheath, there was resistance greater than before and so that the device was allegedly failed to be advanced. It was further reported that the metallic rod was allegedly broken. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral kit was received for evaluation. No pusher wire was noted on the distal end of the pusher catheter. The pusher wire was received detached. An unknown liquid was noted within the introducer stop cock. The filter was received deployed with all limbs present. One video was provided and reviewed. The video shows the health professional holding a pusher rod in one hand and a filter storage tube in the other. The pusher wire can be seen completely detached from the rod. The filter can also be seen, expanded and with no specific anomalies noted. Therefore, the investigation is inconclusive for the advancement failure as the filter was received deployed from the storage sheath, but confirmed for the reported pusher wire detachment as the pusher wire was received detached. A definitive root cause for the advancement failure and pusher wire detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2025), g3, h2, h6 (method) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a vena cava filter placement procedure, when advancing the filter into the introducer sheath, there was resistance greater than before and so that the device was allegedly failed to be advanced. It was further reported that the metallic rod was allegedly broken. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510k number for the similar denali product is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral kit was received for evaluation. No pusher wire was noted on the distal end of the pusher catheter. The pusher wire was received detached. An unknown liquid was noted within the introducer stop cock. The filter was received deployed with all limbs present. One video was provided and reviewed. The video shows the health professional holding a pusher rod in one hand and a filter storage tube in the other. The pusher wire can be seen completely detached from the rod. The filter can also be seen, expanded and with no specific anomalies noted. Therefore, the investigation is inconclusive for the advancement failure as the filter was received deployed from the storage sheath, but confirmed for the reported pusher wire detachment as the pusher wire was received detached. A definitive root cause for the advancement failure and pusher wire detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h2 d4: medical device expiration date- 12/28/2025 d4: (B)(4). G4: k240257, k160866, k143208, k130366 h4: device manufacturer date: 1/1/2023 h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a vena cava filter placement procedure, when advancing the filter into the introducer sheath, there was resistance greater than before and so that the filter was allegedly failed to be advanced. It was further reported that the metallic rod was allegedly broken. The procedure was completed by using another device. There was no patient contact.